Event description:
Continued failures of gamma detection components on new gamma camera in 2008 resulted in the rescheduling of 16 patients for follow-up stress portion of nuclear cardiology exams. Manufacturer arranged for temporary use of loaner system on 1/26/2008, while repairs were made to original system. Manufacturer's loaner camera failed with similar problems the same day, at physician's office causing delay and additional patient rescheduling. The new gamma camera also is experiencing considerable issues and failures related to a beta-software release, resulting in time-consuming manual data processing.